Event description:
Profound and permanent neurological injuries [nervous system disorder]. Neuropathy [neuropathy peripheral]. Excess zinc [blood zinc increased]. Copper depletion [blood copper decreased]. Other severe and permanent physical injuries [injury]. Case description: an attorney reported that their client, used fixodent denture adhesive, version unk cream and super poligrip as her dental adhesives of choice, to improve denture retention and comfort, an reported the following: diagnosed with neuropathy in 2009; diagnosed with excess zinc, resulting in copper depletion; suffers from profound and permanent neurological injuries; other severe and permanent physical injuries which have left her unable to perform her normal, customary and daily activities. She has received and will continue to receive unspecified medical care and treatment. Past medical history included: medical history - denture wearer. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by te reporter therefore, unable to proceed with batch retain testing or product investigation.